Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a tear in one of the system controller power cables was not confirmed. Visual inspection of the returned system controller (serial number(B)(6) ) did not reveal any damage to the power cables or to the controller itself. The log file downloaded from the returned controller contained approximately 9 days of data ((B)(6)2020 ¿ (B)(6)2020 per the timestamp). The log file captured intermittent power cable disconnect alarms that were not associated with power source exchanges due to the voltage dropping while connected to 14v batteries; these alarms are addressed the 14v battery and battery clip investigations. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6)2020 at 15:39:28 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above or equal to the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was tested with test 14v batteries/battery clips and with a test power module with no issues observed. The integrity of the internal wires of the power cables was tested and the cables passed without issue. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that one of the patient's cables that is proximal to the controller was torn. Controller exchange performed. Controller was returned for analysis. No further information was provided.